Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a water leak occurred at the connection between the dome and the base plate of an mr290 autofeed humidification chamber. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint mr290 chamber is currently in transit to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon receipt of the complaint device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 device was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: visual inspection revealed that the complaint chamber dome was cracked in several places. The largest crack starts below the bracket and stretches upwards. Other smaller cracks were found between the bracket and one of the ports, starting from the base and stretching upwards. The cracks do not show signs of stressmarks. Conclusion: we were unable to determine the root cause of the cracks. Every mr290 chamber is pressure tested to (B)(4) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails any of these tests is rejected. This suggests that the crack damage occurred after the product was released for distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a water leak occurred at the connection between the dome and the base plate of an mr290 autofeed humidification chamber. This was found prior to patient use.